Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that in the neuro intensive care unit (ICU), a physician was placing the central venous catheter (cvc). During placement, the spring wire guide (swg) became unraveled. All of the swg was removed intact. Additional information received on 6/1/2011 from the sales representative stated that the catheter was being placed in the right subclavian vein of a male patient (B)(6) with a cerebral hemorrhage. When the swg was being advanced beyond the tip of the needle, he was unable to advance to the intended depth. More than one time the swg was retracted inside the needle while the needle was stationary. The last attempt to pull back the swg was met with resistance and the operator observed that the swg was damaged after it was finally removed from the needle. A second kit was opened and was placed into the patient's left side successfully. An x-ray was taken and no part of the swg remained in the patient. There was a delay in treatment with no patient harm, no patient death and no patient complications were reported.